Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, the device has not yet been returned. A follow-up report will be provided once more information has been received and reviewed.

Event description:
Can¿t firing smoothly during operation. Later it was found that the needle was bent.